Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 703 was not confirmed by baxter personnel during product evaluation. The root cause was assigned to issues with the user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 703 occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in the general patient ward. There is no further complaint information available. The user interface module master software version is currently unknown.